Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error(a99) power problem /open book image and also the retainer ring was broken. Troubleshooting was performed; the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. However, advice the customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions and will be returned for analysis.

Manufacturer narrative:
S/w version unknown. Retainer ring = missing. Pump case = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm and cosmetic damage located at the retainer ring found on (B)(6) 2023. Pump was received with a blank display and missing retainer ring. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to blank display. The thump software was unsuccessful due to a blank display. Pump was cut open to perform visual inspection and found a disconnected j7 caused by moisture damage, a corroded home switch, dried insulin in the motor slide, and moisture damage on the pcba 1, pcba 2, and force sensor. Unable to lock p-cap properly into reservoir compartment during testing due to missing retainer ring. The following were noted during visual inspection: scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked case (battery tube). Blank display due to moisture damage on the j7 causing the connector to disconnect from the pcba 1. Unable to confirm critical pump error (open book image) alarm due to blank display anomaly. Unable to download confirmed. Missing retainer ring confirmed during analysis. Unable to lock p-cap properly into reservoir compartment confirmed during testing due to missing retainer ring. Pump exposed to moisture damage on pcba 1, pcba 2, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.